Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's caregiver called to have the patient's cycler picked up after the patient has expired. The patient's pdrn does not believe the cycler caused or contributed to the reported event. Medical records have been received and are currently under review from the post market clinical staff. A supplemental report will be submitted at the conclusion of the plant investigation and medical record review. Reference MDR #: 2937457-2013-00122, 8030665-2013-00494, 1713747-2013-99923.

Event description:
The patient's caregiver placed call to technical support to have the patient's peritoneal dialysis cycler picked up and it was learned that the patient had expired during treatment at night. A follow-up conversation with the patient's peritoneal dialysis rn was had. The rn stated that the patient's health has been declining for the last 3-4 months. The patient is chronically hypotensive and has been in and out of the hospital due to cardiac issues and lately has been diagnosed with seizure disorders. The pdrn stated that the patient expired due to cardiac arrest and natural causes.